Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue. The se replaced the inspiratory flow module printed circuit board. The se performed calibrations and extended self-testing on the device and all tests passed. Product analysis: an inspiratory flow module (ifm) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component auto zero solenoid (so1). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the auto zero solenoid on the short self test (sst). The ventilator was not in use on a patient at the time of the reported event.